Manufacturer narrative:
Device failure occurred, but not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014, it was reported that it was not a handheld that had a cracked screen but a tablet. It was unknown how the screen became cracked. The tablet was returned for product analysis on (B)(4) 2014. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2014 product analysis was completed on the tablet. A visual inspection of the tablet verified that the display was cracked. No further anomalies associated with the tablet were identified during the analysis.

Event description:
It was reported that the neurosurgeon¿s handheld device had a cracked screen and could not be used. The handheld device has not been returned to date.